Event description:
Device 3 of 4. Reference MFR report: 1627487-2012-04410, 04411, 04413. It was reported the pt had fallen, and a lead had migrated. Follow up identified the physician removed all four leads and replaced them with two new leads to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.